Manufacturer narrative:
During the hospitalization, the smart transmitter was reported lost, and review of the data management system confirmed that the user had not been using the system since april 2, 2026. A courtesy transmitter replacement was approved under a related case to support resumption of system use. The ar was advised to contact customer care if additional assistance was needed. Based on the information available, no device-related investigation was required, and the case was closed.

Event description:
On (B)(6) 2026, the authorized representative (ar) reported that the user was hospitalized after experiencing multiple strokes. Initial information indicated the user was unconscious at the time of hospitalization; however, during follow-up, the ar reported that the user's condition had improved and that the user was feeling better.